Event description:
It was reported that a patient presented with inappropriate shock due to cessation of charging noted on the patient's implantable cardioverter defibrillator. The patient arrythmia was able to be later terminated by the device. No additional intervention or adverse patient consequences were reported.